Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm and do not use the sensor feature on their insulin pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 145 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.